Event description:
It was reported via clinical trial that the target lesion was located in the proximal left anterior descending (lad) with 80% stenosis, a length of 14 mm, and a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 18/20 mm study stent with 0% residual stenosis. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. The patient was hospitalized on (B)(6) 2010, 173 days post index procedure, after two episodes of chest pain in the previous 48 hours. The first episode occurred with exertion, radiated into his shoulders and was associated with diaphoresis. The second episode occurred at rest. The patient had "subacute t wave changes." Troponin enzyme elevation was consistent with protocol definition of myocardial infarction (mi). The subject was treated medically and referred for cardiac catheterization. On (B)(6) 2010, 174 days post index procedure, the subject underwent coronary angiography which revealed the lad (target vessel): 80% stenosis at proximal margin of stented segment; stent in proximal widely patent; 40% mid to distal stenosis. The left circumflex (lcx): minor luminal irregularities; 1st obtuse marginal, 30% ostial stenosis. The right coronary artery (rca): minor luminal irregularities; 20% proximal stenosis. Report noted: focal in-stent restenosis at proximal edge of study stent. Target lesion revascularization was performed.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Revascularization was performed to treat the restenosis in the stented segment of the lad with a 3.5 x 12 promus stent which overlapped the existing stent. The patient was discharged on (B)(6) 2010 on aspirin and clopidogrel. No additional information was proivided. (B)(4). There were no reported product deficiencies. The reported patient effects angina, restenosis and mi are listed in the products instruction for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The patient was hospitalized 173 days post index procedure, after two episodes of chest pain in the previous 48 hours and revascularization was performed to treat the restenosis in the stented segment of the lad with a 3.5 x 12 promus stent which overlapped the existing stent.